Manufacturer narrative:
The lead was returned due to dislodgement. A complete lead was returned in one piece with helix extended with clogged blood/ tissue. The full helix extension length was measured to be within specification. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead was found to be dislodged. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.